Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure wherein the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.